Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was removed during a pancreatic duct stent exchange procedure performed in the papilla duodeni on (B)(6) 2016. The stent was reported to have been implanted in (B)(6) 2015. According to the complainant, during the removal procedure, the physician attempted to remove the stent using forceps but resistance was encountered. The physician was able to pull out about 2-3 cm of the stent, but strong resistance was encountered again. The stent broke off at the end being grasped by the forceps. The broken piece was removed from the patient and the physician made another attempt to remove the stent from the patient. This happened two more times before the physician was able to completely remove the stent from the patient. The physician believes that the resistance during removal may have been due to the patient's pancreatic stones. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation of the returned device found that the stent was broken into three pieces.   The investigation concluded that using snare is a standard pancreatic stent removal technique. Force on a snare wire can cut or tear the stent during the removal procedure. The damages on the stent were located in the proximal side of the stent where the snare wire is typically placed to grab the stent. The failure modes most likely occurred during the stent removal. Therefore the most probable root cause is "operational context."   A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an advanix¿ pancreatic stent was removed during a pancreatic duct stent exchange procedure performed in the papilla duodeni on (B)(6) 2016. The stent was reported to have been implanted in (B)(6) 2015. According to the complainant, during the removal procedure, the physician attempted to remove the stent using forceps but resistance was encountered. The physician was able to pull out about 2-3 cm of the stent, but strong resistance was encountered again. The stent broke off at the end being grasped by the forceps. The broken piece was removed from the patient and the physician made another attempt to remove the stent from the patient. This happened two more times before the physician was able to completely remove the stent from the patient. The physician believes that the resistance during removal may have been due to the patient¿s pancreatic stones. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".